Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed all supplies and resumed insulin delivery. Additionally, it was reported the customer experienced resistance while filling a cartridge multiple times. The customer changed the needle and successfully filled a cartridge. The customer's blood glucose was 101-111 mg/dl.